Event description:
In 2007, the pt was treated with four gore tag thoracic endoprostheses. Post operatively the pt developed heart issues. The pt died the following month, official cause of death was stated as chronic renal failure, acute renal failure, tab, diabetes.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Also implanted were tg4015/04189080, tg3720/04854365, tg4010/04826043.